Manufacturer narrative:
The t:slim user guide indicates that the device is intended for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was playing with the pump bolus feature, input 455 grams into the bolus field, and delivered a max bolus of 5 units. Customer's blood glucose (bg) level was impacted; however, the specific value was unknown when customer's bg level went low. Customer consumed food to treat low bg level.